Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was damaged. The plastic was crushed and the cap did not fit on the transfer set. There was no patient injury or medical intervention reported. No additional information is available.